Event description:
It was reported that the customer had received tests such as a MRI and cat scan. Customer was told that she could wear her insulin pump by the girls in the x-ray department. Customer stated that the pump has been exposed to a magnetic field. Customer does not have any errors on the pump. Customer had a low blood glucose level of 50 mg/dl several nights ago. Customer stated that a low blood glucose level is anything lower than 120 mg/dl for her. Customer stated that in november she had a low blood glucose level below 120 mg/dl. Customer has been experiencing low blood glucose levels on and off since november. Customer stated that the battery cap and the battery fell out of the pump. Customer tried to put the battery back in and received a failed battery test. Customer also had a motor error alarm. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked display window and minor scratches on the display window.